Event description:
It was reported when using the bd pyxis medstation es system drawer failed caused a delay. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer aux 2-2 not on bus. The field service engineer replaced drawer rear interface and fuse to resolve. A supplemental will be created if additional information about adverse event or patient outcome received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.